Event description:
Per the (B)(6) 2019 CT abdomen w/o contrast: "evaluate ivc filter, patient has no complaints. Comparison CT (B)(6) 2011 - vessels: the ivc filter is in the infra renal inferior vena cava. It is slightly tilted, with the tip towards the posterior wall, and the limbs of the filter protrude beyond the confines of the ivc".

Manufacturer narrative:
H6 (device code): appropriate term/code not available for device tilt. Investigation: the reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain, scarring, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2017-02124. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under this manufacturer report reference#.

Event description:
Patient alleges embedment. Patient received an implant on (B)(6) 2011 via the right common femoral vein due to pulmonary embolus, subcutaneous scalp hematoma post fall. Patient is alleging device is unable to be retrieved, pain, scarring, anxiety.